Event description:
It was reported that the customer's insulin pump turns off when it is not held still. The customer stated that when the insulin pump is help upright the screen goes blank. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump had a blank display due to a damaged/bent battery tube spring. Unable to verify the low battery alarm due to the blank display anomaly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.